Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was not duplicated during the investigation as, when performing the functional test, the downstream occlusion (dso) sensor was found to be functioning as intended. Root cause of the reported issue is unknown as no issue was found. Recommended to replace the downstream occlusion sensor as a preventive measure. A nonconformance report (ncr) was created to address the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired for fails accuracy. The dso seal was replaced which could impact the dso sensor if performed incorrectly, but there is no evidence of that based on the evaluation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached properly alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.